Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the inverter board. The cable was reseated to resolve the report. It could not be firmly established how the cable became misaligned from the connector. The device was recertified and returned to the customer. No trend is associated with reports of this type.